Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.010" from the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke. The customer removed the fractured part of the instrument completely and no fragments remained in the patient. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved. There was no additional surgical procedure needed. An ultrasound was performed to confirm there were no remaining fragments. The surgeon believes the break was the result of a product quality problem. The harmonic ace instrument was inspected prior to use and no abnormalities were found. The instrument was used for 15 minutes prior to the break. The surgeon was using the instrument for dissecting when the issue occurred. There was no instrument collision, and the instrument was not removed during the procedure prior to the breakage. Upon final removal of the cannula, there was no resistance, no damage to the cannula, and no further damage to the instrument. The patient has not returned to the hospital due to complications from retaining a foreign object.